Manufacturer narrative:
Upon receipt, the lead was found cut into three fragments. The total length of all fragments was 63 cm. An explantation aid was still inserted into the distal lead fragment. The returned lead fragments were scrutinized. The visual inspection revealed abrasion marks at several positions of the lead segments. In the medial fragment, which was only 2 cm long, all the conductors were missing. The ligature marks were detected on the distal fragment, approx. 35 cm proximal to the lead tip. On the distal lead fragment, the insulation was found rubbed through. This damage can be considered the root cause of the reported oversensing. The characteristics of the abrasion indicate excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had an impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Additionally, the analysis showed calcified appearing tissue residuals on the svc shock coil. Furthermore, damages supposedly resulting from the extraction procedure were found on the lead, including cuts in the lead insulation, deformations on the rv shock coil, and a broken conductor cable to the ring electrode. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 98 months, it was reported that oversensing on the ventricular channel was seen via homemonitoring.